Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded code cc indicative of calibration constants. Boston scientific technical services (ts) recommended performing a system reset. A request was made to have data from this device analyzed. Data analysis showed that after the system reset there was no more evidence of code cc and normal device operation was observed. This error was related to a false code cc most likely triggered by a single bit flip recovered by the device. The patient was discharged to normal follow up.